Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that she was in a rear end collision and is experiencing headaches, neck pain and muscle spasms as a result. The pt is utilizing her scs system to help control the pain, however, she is allegedly having difficulty communicating with her ipg. A consultation with her physician has been recommended for further interrogation of her scs system.